Manufacturer narrative:
Zoll medical corp has received the product for evaluation and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unk) the device would not power up. Complainant indicated that the clinician obtained another battery and the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.